Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 15 minutes into a blood transfusion, a tubing leak was noted above drip chamber that fell onto the pump and floor. As a result, 239ml of rbc's were wasted, and the patient required another bag of blood. There was no patient harm reported as a result of the event.

Manufacturer narrative:
The customer¿s report of a leak at the top of the blood filter drip chamber was confirmed. Visual inspection of the set noted dried blood residue atop the blood filter drip chamber. No obvious damages or issues were observed. Examination under magnification of the separated tubing end observed insufficient solvent. Functional testing confirmed leaking from one of the two tubing engagements to its corresponding inlet port on the top of the blood filter drip chamber component. Further inspection observed insufficient solvent applied to the engagement during manufacturing. The root cause was due to an assembly issue of insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that 15 minutes into a blood transfusion, a tubing leak was noted above drip chamber that fell onto the pump and floor. As a result, 239ml of rbc's were wasted, and the patient required another bag of blood. There was no patient harm reported as a result of the event.